Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), a white debris was observed in the patient''s eye. Reportedly the white substance was removed by the surgeon. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: only a small vial containing bss (balance salt solution) was returned at the manufacturing site for evaluation. The white particle could not be seen using a 10x microscope magnification. The actual device was not returned. The content of the vial was analysed using the fourier transform infrared (ftir) spectroscopy and the scanning electron microscope (sem) equipped with an energy dispersive x-ray (edx) - sem/edx. The results revealed that the sample was an aggregate of inorganic salts including phosphates and plastic like polystyrene-polyisoprene-polystyrene copolymers. These materials are not part of the impacted product components; therefore the debris/particulate could not be associated to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.